Event description:
While using a byte day aligners, patient reported that it was found during a dentist examination that their periodontal condition and overall oral health affected by wearing the aligners. Patient is to cease treatment to be able to focus on improving their periodontal health and oral health.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.